Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("severe pelvic pain /pain /chronic pelvic pain"), ovarian cyst ("left ovarian cysts") and brain neoplasm benign ("brain tumor (benign)") in a 28-year-old female patient who had essure (batch no. A25165) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left device bent 30 degrees in fallopian tube" in 2013. The patient's past medical history included hyperemesis, gestational diabetes, molar pregnancy and c-section. Concurrent conditions included obesity, uterine cramps and ovarian cyst. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight increased ("weight gain"). In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), mood swings ("mood swings") and abdominal pain lower ("severe cramping"). On an unknown date, the patient experienced brain neoplasm benign (seriousness criterion medically significant), premenstrual dysphoric disorder ("pmdd"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure), surgery (salpingectomy (bilateral removal of fallopian tube)) and surgery (left ovarian cystectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, ovarian cyst, brain neoplasm benign, weight increased, mood swings and abdominal pain lower outcome was unknown, the pelvic pain, premenstrual dysphoric disorder and abdominal pain was resolving and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, abdominal pain lower, brain neoplasm benign, device expulsion, dysmenorrhoea, mood swings, ovarian cyst, pelvic pain, premenstrual dysphoric disorder and weight increased to be related to essure. The reporter commented: patient's current weight was 223 lbs. Insertion details, specify: (B)(6) 2013 : at the end of the procedure, after essure deployment, there was 5coils on the patients left tube and 1coil on the patients right tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirmed satisfactory placement of both essure c (B)(6) 2013: hysterosalpingogram - confirmed satisfactory placement of both essure coils and full occlusion of both tubes. (B)(6) 2013 : laparoscopic bilateral salpingectomy with removal of essure devices and left ovarian cystectomy. Intraoperative findings- a 3 cm left ovarian cyst. Essure devices were found on both fallopian tubes and were removed completely from the cornuas. There was a sharp 30-degree bend noticed on the left fallopian tube caused by the essure device. The right fallopian tube appeared tortuous. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc on (B)(6) 2018: reporters added. Concomitant diseases was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("severe pelvic pain /pain /chronic pelvic pain"), ovarian cyst ("left ovarian cysts") and brain neoplasm ("brain tumor (benign)") in a 28-year-old female patient who had essure (batch no. A25165) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left device bent 30 degrees in fallopian tube" in 2013. The patient's past medical history included hyperemesis, gestational diabetes, molar pregnancy and c-section. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight increased ("weight gain"). In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), mood swings ("mood swings") and abdominal pain lower ("severe cramping"). On an unknown date, the patient experienced brain neoplasm (seriousness criterion medically significant), premenstrual dysphoric disorder ("pmdd"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure), surgery (salpingectomy (bilateral removal of fallopian tube)) and surgery (left ovarian cystectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, ovarian cyst, brain neoplasm, weight increased, mood swings and abdominal pain lower outcome was unknown, the pelvic pain, premenstrual dysphoric disorder and abdominal pain was resolving and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, abdominal pain lower, brain neoplasm, device expulsion, dysmenorrhoea, mood swings, ovarian cyst, pelvic pain, premenstrual dysphoric disorder and weight increased to be related to essure. The reporter commented: patient's current weight was 223 lbs. Insertion details, specify: (B)(6) 2013 : at the end of the procedure, after essure deployment, there was 5coils on the patients left tube and 1coil on the patients right tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirmed satisfactory placement of both essure c. (B)(6) 2013: hysterosalpingogram - confirmed satisfactory placement of both essure coils and full occlusion of both tubes. (B)(6) 2013 : laparoscopic bilateral salpingectomy with removal of essure devices and left ovarian cystectomy. Intraoperative findings- a 3 cm left ovarian cyst. Essure devices were found on both fallopian tubes and were removed completely from the cornuas. There was a sharp 30-degree bend noticed on the left fallopian tube caused by the essure device. The right fallopian tube appeared tortuous. Most recent follow-up information incorporated above includes: on 9-apr-2018: pfs and mr was added. Events¿left ovarian, pmdd, migration of essure device: uterus, left ovarian cystectomy, brain tumor (benign), pain, weight gain, left device bent 30 degrees in fallopian tube, severe cramping, abdominal pain, dysmenorrhea¿ reporter added from pfs. Concomitant and historical condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results: (B)(6) 2013: hysterosalpingogram - confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.